Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the blood sampling valve (bsv) was not aligning, which prevented delivery of sample to the baths causing vacuum errors. The fse replaced the bsv to resolve the issue. The system was validated and within specifications. (B)(4).

Event description:
The customer reported a coulter lh 750 hematology analyzer generated low vacuum error messages during operation. The instrument was not operable and the customer requested service. There were no reports of erroneous results generated and patient treatment was not impacted in connection with this event.